Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set would not prime. The problem was noticed at the ¿IV connector¿, it was remedied by replacing the connector with a new one. There was no patient involvement. No additional information is available.